Event description:
Reported that two days post a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. The pt was 10 days post abdominal surgery when the pt was brought to the cath lab in 2005. The calcified, non-tortuous, 95% stenosed lesion in the mid rca was predilated with an unknown size balloon. A taxus express2 2.75x20mm drug eluting stent was then implanted with good results. The pt received plavix and heparin and continued on the plavix after the procedure. The pt was still hosptialized two days later when chest pains developed and was brought back to the cath lab and an angiogram showed the stent was closed and a clot was present in the stent. The physician used a balloon of an unknown size to open the stent and the pt was started on reopro. It was also reported the pt lost one unit of blood that evening, but was doing fine. The pt has been discharged home. No further complications were reported.